Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual examination identified proximal stent damage. Stent strut rows 1 and 2 were raised distally and misaligned. Solidified blood was present within the inflation lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. This is defined as a complaint confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. This most probable root cause is assigned as the complaint states that the lesion was severely calcified. The taxus liberte device is contraindicated for use in heavily calcified lesions. (B)(4).

Event description:
Reportable based on analysis completed on 24nov2011. It was reported that during a percutaneous transluminal coronary, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The eccentric target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The 4.0x16mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with another 4.0x16mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; analysis revealed that the stent was damaged.